Event description:
It was reported that a customer's insulin pump had a broken screen, rendering the touchscreen unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was advised to return the device, and a replacement pump was provided to address the issue.